Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient received a 'maximum settings reached' message. Caller reported that the patient fell on their implant several weeks ago and right after the fall, the patient started having spasms on the side of their bottom. Caller stated that they turned the therapy off because the spasms were worse and more intense. About a week after the fall, caller stated they attempted to turn therapy back on, but got 'maximum settings reached' at 0.8 ma. Caller said they tried a few different programs, but couldn't get any further than 0.8 ma. Therapy was turned back off until today when caller reported, again, not being able to get past 0.8ma without getting 'maximum settings' message. Caller attempted to connect while on the call and got error message that said, "system encountered unexpected error: 0xb6223c. Agent reviewed code meaning and caller was able to clear it and continue to successfully connect to ins where it was 'maximum settings' message was confirmed once again at 0.8 ma. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a52300, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient's daughter called back with the patient on the line and reiterated patient had been having problems for a long time so they have had it turned off. Caller reiterated that 4 months ago patient took a fall and when the patient fell, patient began getting really intense zaps from it and that was why they turned the therapy off. Caller stated now when they turned the therapy on, they were still getting the maximum settings message only there were some programs where they were able to get up a little higher before getting the message (the highest setting they could get to was 2.5 ma) however patient wasn't feeling any stimulation. Patient services asked the caller and patient if the patient ended up following up with their hcp since the last time they spoke and the caller stated the patient had called the hcp but at the time the patient couldn't get an appointment for 3 months out so the patient hadn't made an appointment at that time. Redirected the caller to follow up with the hcp regarding the situation and to have the implanted system checked. Caller stated they would call the hcp to set up an appointment.